Manufacturer narrative:
Submit date: 10/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit failed to alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿unit failed to alarm.¿ the unit was triaged and the customer¿s reported condition was confirmed. The issue is isolated to the weak ultrasonic sensor. It was also noticed that an operational amplifier was dislodged. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.